Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing on the right ventricular (rv) channel during non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) was consulted and recommended device reprogramming options considering patient intrinsic poor morphology. No adverse patient effects were reported. This ICD remains in service.